Manufacturer narrative:
(B)(4). Date sent: 12/08/2022. Additional information was requested and the following was obtained: "during respiratory surgery, the clip malformed after the ligation. The clip scissoring occurred. The issue occurred after clipping the intercostal vein. It was used on the hard tissue and rib."

Event description:
It was reported that during an unknown procedure, the clip was malformed after the ligation. The tip of the clip was misaligned. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.